Event description:
The customer reported that a test tube cap came off while running the sample and blood leaked inside the instrument of the coulter lh 780 hematology analyzer. The customer also noticed an unknown amount diluent leak on top of the counter. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) removed the needle cartridge from cap pierce module and found the lower retaining ring for the needle bellows broken and bellows leaking into the cap pierce module. The fse replaced the retaining ring for the needle bellows and cleaned the cap pierce module and instrument base. (B)(4).